Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the angle cover of the universal handpiece was chipped prior to the start of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The subsequent procedure was completed successfully.

Manufacturer narrative:
During failure analysis, the reported event of was confirmed. During service evaluation, it was observed the angle cover (angle cap assembly) was chipped. The angle cover can become damaged during installation of the tip over time.

Event description:
It was reported that the angle cover of the universal handpiece was chipped prior to the start of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The subsequent procedure was completed successfully.